Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported symptoms associated with the ins issue included increased nausea, anorexia, and pain at implant site. Troubleshooting included manipulating the ins to return to original position, but the hcp was unable to obtain a signal when attempting to interrogate the ins. The cause of the ins moving was that the device was not "tacked down" in place during insertion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her implantable neurostimulator (ins) popped out of place in (B)(6) 2015. She ended up having a revision surgery on (B)(6) 2015. The patient's indication for use was gastrointestinal/pelvic floor. The cause of the ins popping out of place was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the consumer reported that the health care provider (hcp) did not suture the device down in 2015 and had to go back in and suture down the device. The device was not sutured down since implant on (B)(6) 2015.